Event description:
Customer reported shadows in the images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the image tracking, contrast and brightness. System operates as intended.